Event description:
Reportedly during implant of the intraocular lens (iol) the haptics became stuck to the optics. The exact event (implant/surgery) date is unknown at this time.

Manufacturer narrative:
(B)(4): the iol has not been returned to the manufacturer for an evaluation.prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.